Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that during implant of the pulse generator, rf communication was lost following inductive telemetry. The connection could not be reestablished. The device was removed and replaced.